Event description:
A patient reported via manufacturer representative that their implantable neurostimulator (ins) was in overdischarge. The patient stated that the charger and programmer were stolen 3 years prior to report. It was later reported that they met with manufacturer representative on (B)(6) 2016 and a 60 minute physician mode recharge (pmr) charging session was performed. The power on reset (por) was cleared and the patient was sent home to charge. The ins went back into overdischarge when the patient was at home. It was reviewed that there was substantial battery damage due to the extended overdischarge. It was further noted that the ins was 10 years old and needed to be replaced. The indication for implant was failed back surgery syndrome.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3550-29, product type: accessory. A supplemental report will be sent once the device evaluation is complete. The conclusion code no longer applies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information confirmed with the health care professional (hcp) from the manufacturer representative on (B)(6) 2017 reported that the patient weight information at the time of the event was not given. No further complications were reported.

Event description:
Additional information was received from the manufacturer representative (rep) on (B)(6) 2016, stating that the patient had been referred for replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that reported that the patient had lost their implantable neurostimulator recharger about 3 years prior to the report and hasn¿t recharged. At the time that the additional information was received, the replacement procedure was being performed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) was performed and no significant anomaly was noted. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2010 and the battery was charged to 4.060 volts. On (B)(6) 2010 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.